Event description:
Medtronic received information regarding a navigation device used before a procedure for a tumorectomy. It was reported that the navigation system's camera orange lamp light had a recognition failure. It improved after several reboots. There was no impact to patient and surgical delay time was reported as less than one-hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: p9-07444, ubd: , UDI#: g2: foreign - japan h3) the camera was returned to the manufacturer for evaluation. After functional testing, physical/visual examination, and device pr ocedurealized testing, the reported issue was confirmed. The event log showed intermittent illuminator current low dating back to november of 2022 and intermittent firmware incompatibility dating back to february of 2023. Codes: b01, c02, d02. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that a hardware part was replaced. The im aging system then passed the system checkout and was found to be fully functional. Codes b01,d02 are applicable and previously reported. Code c07 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.